Event description:
Info received that the pt side rail would not latch. No injury reported.

Manufacturer narrative:
Technician found that the pt side rail would not latch. Found locking mechanism would not respond. Disassembled the locking mechanism and cleaned it to resolve this issue.